Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. The monitoring voltage was 2.69v with a charge time of 26.9 seconds. This device is part of the avt latching population (6/17/2005).